Manufacturer narrative:
Received only catheter. The reported event was confirmed; however, the cause is unknown. No visual defect were noted on the returned sample. During the functional evaluation, the sample was inflated with water and observed water leaking thru drainage funnel. Dissected the catheter and observed tear on rubberize layer of inflation lumen. Tear was examined under microscope and noted to be long and not smooth. The dimensional evaluation results are as follows: tear about 5 mm from bifurcation the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was allegedly found dislodged from the patient after being in place for 3 days. The catheter was inserted into the patient in the operating room.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was allegedly found dislodged from the patient after being in place for 3 days. The catheter was inserted into the patient in the operating room.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was allegedly found dislodged from the patient after being in place for 3 days. The catheter was inserted into the patient in the operating room.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was allegedly found dislodged from the patient after being in place for 3 days. The catheter was inserted into the patient in the operating room.